Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: during the investigation, the pump was run on a basal program for 24 hours with no loss of prime duplicated. The force sensor calibration was within specification. No pump or sensor defects ere found. A review of the black box verified one loss of prime event on (B)(4) 2017 due to a low non- zero force.